Manufacturer narrative:
The device will not be returned to zimmer biomet for analysis. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unknown metasul head, unknown stem and unknown apr insert.

Event description:
Information was received based on review of a journal article titled, "primary hip arthroplasty with 28-mm metasul articulation". It was reported that an unknown number of hips had measurable pelvic osteolysis.

Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. The part and lot number of the product is unknown; therefore the device history records, complaint history could not be reviewed. The reported device is used for treatment. It could not be confirmed if the device was used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided.